Event description:
It was reported that during insertion of the iab, "intraoperative damage to the central lumen within the balloon was noted; the catheter was withdrawn and replaced with a new catheter to complete the procedure". The 2nd iab was inserted at the same insertion site. No patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during insertion of the iab, "intraoperative damage to the central lumen within the balloon was noted; the catheter was withdrawn and replaced with a new catheter to complete the procedure". The 2nd iab was inserted at the same insertion site. No patient harm or injury.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Returned with the sample was the data-scope inflation tubing, which appeared sealed and unused, the returned semi-finished insertion kit appeared sealed and unused, the supplied 40cc driveline tubing, the arterial pressure tubing, and the 60cc syringe. Upon return, the peel away sheath was noted connected to the hemostasis cuff. The one-way valve was tethered and connected to the short driveline tubing. The iabc bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 5.5cm from the iabc distal tip, which is the location of the broken central lumen. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire was able to advance through the central lumen; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "intraoperative damage to the central lumen within the balloon" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken within the iabc flex-tip assembly area. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue. Other remarks: n/a corrected data: n/a